Event description:
No blood glucose levels reported. It was reported that the customer was hospitalized for high blood glucose levels. The customer reported that the insulin pump had a black dot on the screen and was prompting the customer to fill the tubing of the insulin pump. The customer tried to fill the tubing of the insulin but got a no reservoir alarm. The customer also got a low battery alert and changed the battery and the insulin pump went into the rewind and prime process. The customer reported overeating on mexican food and attests to that cause for the high blood glucose levels. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)